Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation the clinician noted that the patient had -automatic mode switch- episodes since the last interrogation on (B)(6) 2015. The clinician reviewed several episodes and noted atrial undersensing causing the device to go in and out of ams regularly. Suggestions that were made for reprogramming would be discussed with the physician. The patient was stable at the time of the call and will continue to be monitored.